Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complications of breast swelling. Medical affairs has assessed the patient¿s postoperative course as being not serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. This MDR reports the ae of breast swelling. An additional MDR was submitted to report additional ae of breast pain. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Not returned - remains implanted.

Event description:
Per clinical trial cp-1060: on (B)(6) 2017, patient underwent bilateral revision augmentation mastopexy using a full vertical and horizontal t incision 1 piece of galaflex was used. No concomitant procedures were done. On (B)(6) 2017, breast swelling was reported. Treatment given was unknown. Resolved on (B)(6) 2018 without sequelae. Review by medical affairs identifies as likely related to the device and not serious.